Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple episodes of auto mode switch on the pacemaker due to electrical noise of the atrial lead. The patient was asymptomatic and the physician opted to monitor the patient. No further incident was reported.